Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced an elevated blood glucose of 575 mg/dl with nausea, symptoms of dehydration (dizzy, lightheaded) and an unspecified level of ketones associated with an alleged suspend issue with the pump. Reportedly, the patient resumed with the same pump and self-treated with insulin via injection to lower their bg level. During troubleshooting with customer technical support (cts), it was revealed that the patient did not completely understand the pump¿s suspend feature and how to resume it correctly. It was also discovered that the patient had previously suspended the pump by accident. The patient was educated on the feature. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse; no pump malfunction was indicated.